Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of less than 20 mg/dl; cause was unknown. Customer attempted to resolve by consuming juice and crackers. Customer was treated in ER with intravenous fluids of saline. Customer was discharged later that same day, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.